Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications and any problem with the davol device used to treat the patient. As reported, approximately one year status post hysterectomy, large tumor removal and hernia repair with mesh implant, the patient started to experience abdominal pain and uncontrollable bowel movements. The patient was subsequently diagnosed with "abdominal pain colitis." It is reported that the information provided is all the information that is available to date. At this time, no definitive conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in february, 2015. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2015 - the patient underwent repair of an umbilical hernia with implant of the davol flat mesh. As reported the patient also had a large tumor removed and a hysterectomy in conjunction with the hernia repair. Ni/ni/2016 - the patient began to experience "bowel movement episodes" in which there were times she was unable to hold her bowels. As reported the pain starts at the area of the mesh repair (umbilical) and then she begins to have the bowel movements. As reported she has severe pain and has vomited blood at times. On (B)(6) 2016 - the patient presented to the ER with symptoms of abdominal pain and uncontrollable bowel movements. She was admitted and diagnosed with "abdominal pain colitis." She was discharged on (B)(6) 2016. As reported the patient does not want to undergo additional surgery or have the mesh removed as she believes that would be too dangerous.